Event description:
It was reported that the device was in back-up vvi mode. Previous transtelephonic records showed magnet rates of 85 ppm in july 2006 and 98 ppm in november 2005. The device was subsequently replaced.